Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Nical information: (B)(6), patient site ID:(B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. The length of the membranous septum was 4.2 mm and calcification was not present in the extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 220,255s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5.51 mm. Post procedure, the patient had a complete heart block and a permanent pacemaker was implanted on (B)(6) 2026. The patient required prolonged hospitalization. The patient was reported discharged.

Manufacturer narrative:
It was reported that the patient had a complete heart block post navitor implant procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was result of a permanent pacemaker implant due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.